Event description:
It was reported that the three infusion sets fell on the same day on (B)(6) 2025 due to tape was not sticking. The patient was experienced high blood glucose levels.

Manufacturer narrative:
Initial 3 of 3 e1: patient city: (B)(6) patient country: canada. Name: (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6009316 was provided. Complaint was classified under malfunction code: adhesive patch completely detaches during use- detachment / significant wetness. No products or pictures were returned with the complaint to aid in the investigation. Corrective and preventive action (CAPA) determination: during the investigation, a CAPA related to adhesive issues was identified. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaints and bounding covers mio advance/neria guard products and the time period reviewed. Root cause of problem: the root cause concluded that there is no evidence of a systemic adhesive issue extending to the 3-day adhesive, however there is also a lack of design verification peel-test data for these devices along with the same validated test methods to quantify adhesion performance. Corrective action as a result of the investigation: all corrective actions related to mio advance/neria guard have been implemented. Summary conclusion: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.